Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the patient was transferred to other hospital. The philips remote service engineer (rse) checked the system remotely and confirmed that geometry was intermittently restarting on its own. Upon troubleshooting, philips remote service engineer (rse) checked the system remotely and requested onsite support with instruction for repair. To resolve the issue, the philips field service engineer (fse) reinstalled the suite pc software, replaced the table lateral amc drive and monitored the system for two weeks. After repair and replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's geometry was intermittently restarting, preventing imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.